Manufacturer narrative:
The subject device was evaluated. Device inspection and evaluation service repair noted that the objective lens adhesive part was observed to be peeling. In addition, the curved rubber adhesive was noted missing. The customer reported issue was confirmed. Evaluation findings confirmed the reported issue as the curved rubber (bending section) adhesive was found missing. In addition, objects lens adhesive part determined to be peeling. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of "adhesive of bending section chipping". The issue found during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported. Device evaluation found peeling of the objective lens adhesive part. This report is being submitted for peeling of the objective lens adhesive part observed on device evaluation.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 27-mar-2022. Healthcare professional should have been checked on the initial report. Reuse should have been checked on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to usage stress, external factors, or handling. Olympus will continue to monitor field performance for this device.